Event description:
Per the edwards field clinical specialist, the physician reported that there was a leakage coming from the sheath throughout the whole case during a transapical tavr procedure. He also commented that at one point he noticed what appeared to be bubbles in the ventricle [it is unclear if this is related to the reported sheath leakage]. The leak continued after the delivery system and the loader were inserted. The sheath was removed after the valve was successfully implanted. The patient status was never compromised.

Manufacturer narrative:
The sheath was returned in a used condition and was deemed too bloody to be safely removed from the decontamination lab. Due to the condition of the returned device, a complete engineering evaluation, including extensive functional testing, could not be performed on the returned sample. During visual examination of the returned sheath, blood was noted inside the handle. All the seals (duckbill valve, disc valve, and cross slit valve) were present and oriented properly. The sheath was flushed with water and did not leak through the seals without a device inserted. Also, the device had no issue holding water when the sheath had nothing inserted, nor when the introducer was inserted. The complaint was not confirmed for sheath leakage and no defects or damages were found on the unit. It is possible that the guide wire may have not been aligned coaxially within the sheath during the procedure. This can create a distortion in the seal and allow blood to leak through the opening. The thv training manuals for the ascendra sheaths instruct the operator to 'ensure that the guide wire is aligned coaxially within the sheath at all times' and 'if excessive bleeding is observed, reposition guide wire to the center of the sheath housing.' The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. In this case there is no identified manufacturing non-conformance, and no IFU/training deficiencies; therefore no corrective or preventative actions are required.

Manufacturer narrative:
The affected ascendra introducer sheath was returned to edwards irvine for evaluation. The device had a great deal of blood in the handle and was soaked twice, overnight in metricide solution, and then multiple hours in heparinized water in an attempts to clear the remaining blood. The device flushed normally and did not readily leak through the seals with no device inserted. Additional attempts will be made to further clean the device, however, at this time the engineer is unable to remove the device out of the decontamination lab for hemostasis testing or other examination due to blood remaining in the sheath housing. The investigation of this event is ongoing.